Manufacturer narrative:
(B)(4). This lot was manufactured between february 3, 2014 and february 5, 2014. Evaluation summary: the sample was received for evaluation. Visual inspection verified that two corners of the back-plate were found detached from the pcm¿s housing and the demand button was raised. A functional test was attempted by filling the infusor unit with water. During the functional test, the pcm watch was connected to the infusor unit. As a result, continuous flow of water was observed coming out of the distal luer without depressing the demand button on the pcm watch. The cause of the detached back-plate could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the back-plate of an infusor patient control module partially detached from the device, allowing drug solution to be delivered to the patient even when the button was not depressed. This occurred during infusion of 50ml of 2.5mg fentanyl. There was no patient injury or medical intervention associated with this event. No additional information is available.